Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for complex regional pain syndrome and spinal pain. The patient reported that their recharging intervals are too long. They also indicated that they can¿t get the same therapy effectiveness as they did with their previous implant, as their current settings are too high. The patient noted that they recharge their battery approximately every 12 hours. It was reported that there were no external factors leading to the issues. Impedances were the same; low, but good. It was reported that programming and medical evaluation was done. It is unknown if the issue was resolved at the time of the report, but follow-up for additional information will be conducted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was reprogrammed with changes made to the rate and pulse width. They noted that both higher and lower parameters were tried. Changes and additions were also made to cycling. The rep stated that patient¿s issues are in the process of being resolved. The rep will attempt potential reprogramming, so the patient will get better coverage. No further complications were reported or anticipated.